Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device is a stay-in unit and will not be repaired at this time. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reprots have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 703:00 occurred. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.